Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the none of the insulin pump buttons were working. The customer¿s blood glucose level was 5.3 mmol/l at the time of the incident. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer stated menu button works and other buttons were not working. Customer stated that there was no response from any button. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.